Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor error during warm up occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse which led to an earl sensor expiration. In addition, another early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined the reported event of a new sensor error during warm up is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.